Manufacturer narrative:
The customer was contacted numerous times for more details, but no response was received. The customer's device has not been returned to stryker for evaluation. The customer was not provided with the replacement lid. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). The customer did not provide the serial number of the device, therefore g4 PMA/510(k) or bla # and h4 manufacturing date were left blank intentionally. The stryker contacted the customer regarding sn of the device; however, no information has been provided yet. The customer's device was not returned to stryker for evaluation. The customer will receive replacement lid and battery. H3 other text : device not returned.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.